Manufacturer narrative:
(B)(4) - the reported event of wire protrusion. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, it was noted that a small wire was protruding from the forceps on the scope screen. The procedure was completed with this radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent out of the clevis and the needle was tilted. Functionally the device jaws would open and close normally considering the bent needle tail. Measurements were taken of the wire curves and it was determined that they were out of specification and could have caused the bending of the needle tail. Additionally, no abnormalities were noted with the device riveting and welding which were within design specifications. The condition of the returned incident device was consistent with the complaint; wire protrusion. The most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. An investigation is in progress regarding this condition. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, it was noted that a small wire was protruding from the forceps on the scope screen. The procedure was completed with this radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.